Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Our field service engineer confirmed that the ventilator failed the reported pre-use check tests. He replaced both pressure transducers and returned them for investigation. The device was cleared for clinical use after passed tests. The evaluation of received device logs showed that internal leakage and pressure transducer tests had failed pointing at problems with the pressure transducers. The reported issue was confirmed in laboratory tests for one of the returned transducers. The other transducer worked as specified; several pre-use checks passed and more than 3 days of simulated use test ventilation passed without any deficiency noted. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that reported failure could be confirmed and that one of the two returned pressure transducers was found defective. The root cause with the pressure transducer has not been determined.

Event description:
Manufacturer's ref #: 314802.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).